Event description:
During preventative maintenance of the device, the user reported the occluder head contained a broken latch. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance, there was no pt involvement during this event.